Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, when the forceps jaws were initially opened prior to taking a biopsy, one of the pull-wires snapped. No part of the device detached into the patient however, the jaws remained open. The forceps and the bronchoscope were then removed from the patient in tandem and the procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, when the forceps jaws were initially opened prior to taking a biopsy, one of the pull-wires snapped. No part of the device detached into the patient however, the jaws remained open. The forceps and the bronchoscope were then removed from the patient in tandem and the procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that only the distal section of the device was returned and it was severely damaged. Functionally, the returned unit was could not be tested due to the sample return condition. The condition of the returned incident device made identification of possible root cause impossible. The reported condition could not be verified. The most probable root cause is undeterminable. (B)(4).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)